Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, once the left ventricular (lv) lead was placed, it was impossible to remove the angioplasty guidewire. The lv lead and guidewire were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was obstructed due to a guidewire stuck in the lumen. Visual analysis of the lead indicated damage at implant. The analyst noted the guidewire could not be removed from the lead. If information is provided in the future, a supplemental report will be issued.